Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets were failing intermittently. The field service engineer (fse) reseated the row board connections and upgraded the drawer controller to resolve the issue. All relevant tests passed successfully in the hardware test application. The customer was able to access the storage space without issue following the repair. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main cubie 4-1 required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications by another manner that caused a delay in patient care. There were no adverse events or injuries reported based on this event.